Manufacturer narrative:
The reported field event of the inability of the pacemaker to work after connecting the leads was not confirmed in the laboratory. Visual inspection of the device noted a deformation at the corner, consistent with damage caused by impact from dropping the device. Visual inspection also revealed that the atrial and ventricular setscrew insets were damaged, consistent with incorrect torque wrench insertion during implant/explant procedures. After replacing the setscrews, electrical and mechanical tests were performed and no anomalies were observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the pacemaker did not work after the leads were connected. The device was replaced. The patient was stable.